Event description:
It was reported that after device preparation and prior to use, the 3.0 x 8 mm xience xpedition stent implant was noted to have dislodged off the balloon. There was no patient involvement. The device was not used. It was noted that the device was prepared for use before the sheath was removed and with negative pressure, however, there was no reported resistance. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. The device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition instructions fro use (IFU) states remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product and replace with another. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.